Event description:
Reportedly patient expired approximately after an implant duration of 3 years 0.6 months (in 2007, after implant date of 2004), due to unknown reasons. Unknown if patient death is device related.

Manufacturer narrative:
Device not returned.